Event description:
12/10/87 - pat. Had left total hip replacement. Several feet when the ladder he was standing on broke - sudden onset of pain in left leg. X-rays showed a fractured stem of the hybred prosthesis on the left hip.7/22/93 - pt. Underwent revision of left total hip arthroplasty.